Event description:
Customer reported that the patient had the implant at tooth location #3 restored and after restored for a few months, the patient reported pain and presented with exudate and bop (bulbous). Cbct showed significant bone loss. The implant was mobile and was removed due to peri-implantitis. Symptoms as a result of the event: bone loss, infection, loss of integration, abscess, pain, edema.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown /not provided. Weight unknown /not provided. Last/given name unknown /not provided. Additional PMA/510(k) number ¿ k101880. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost non-existent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.